Manufacturer narrative:
(B)(4). The reported clarified that the device underinfused. The infusion time was set to 96 hours. After 96 hours it was estimated that the fluid remaining in the device would require 12 more hours to finish infusing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured june 12, 2014 ¿ june 13, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device¿s flow rate was found to be within specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The device was filled with 288ml of solution and set to a flowrate of 3ml/hr. The reporter stated that the expected therapy time was 96 hours; however, the infusion finished in 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.